Manufacturer narrative:
Product analysis :visual and microscopic examination of the returned implant confirmed the implant is broken into multiple pieces. Optical examination of the upper periphery, near the nose of the implant, identified material deformation and gouging near the area of fracture initiation, consistent with incomplete distraction or disc space preparation prior to attempted implantation.

Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 9393007, 510k #k094025 was cleared in the united states. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event.

Event description:
It was reported that the patient underwent a transformainal lumbar interbody fusion procedure. During procedure, an edge of cage got cracked when it was hammered for insertion. The product came in contact with the patient. No fragment remained in the patient. No patient complications were reported.